Manufacturer narrative:
H.6. Investigation: one sample was submitted for quality investigation. The customer complaint of separation was verified by visual inspection. The submitted sample drip chamber is separated from the tubing at the outlet port of the drip chamber. Under magnification, the location of the tubing and drip chamber union show a lack of solvent at the union location. A device history record review could not be performed on model ms3500-15 because a lot number was not provided by the customer. The root cause for the failure found in the sample is the lack of solvent between the drip chamber and tubing.

Event description:
It was reported that the 36 in 15 drop secondary set w/hgr broke off below the drip chamber. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "event 1: material #: ms3500-15, batch/ lot #: unknown, incident date: (B)(6) 2020, sample available: yes. It was reported that the secondary set broke apart right below the drip chamber. Verbatim: secondary set used once. Upon rn spiking second dose of cefepime and hanging it on the IV pole, the tubing set broke apart right below the drip chamber. Medication spilled out onto the floor."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. H.6. FDA device problem code: 1354 h.6. FDA patient problem code: 2199

Event description:
It was reported that the 36 in 15 drop secondary set w/hgr broke off below the drip chamber. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "event 1: material #: ms3500-15 batch/ lot #: unknown. Incident date: 11/04/2020. Sample available: yes. It was reported that the secondary set broke apart right below the drip chamber. Verbatim: secondary set used once. Upon rn spiking second dose of cefepime and hanging it on the IV pole, the tubing set broke apart right below the drip chamber. Medication spilled out onto the floor."